Event description:
It was reported that an occlusion alarm occurred resulting in a blood glucose (bg) level of 37 mmol/l and ketones determined to be dangerous/life threatening. Customer was hospitalized on (B)(6) and received treatment of intravenous fluids of saline and insulin. During a pump system supply check, customer was found to be using the cartridge and infusion set for 4.5 days. Off-label messaging was provided. Blood glucose level was successfully resolved. Customer was discharged from hospital on (B)(6) with no permanent damage sustained.